Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer described a tripping hazard next to the dimension vista 500 instrument. The technician tripped on a flexible electrical conduit. A siemens customer service engineer (cse) was dispatched to the customer site. The cse re-routed the electrical conduit and the instrument was moved three inches to the left. The instrument will be relocated into the laboratory. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer reported a technician tripped and fell on a wire that was behind the dimension vista 500 instrument. The technician scraped her nose and had a swelling in the knee but did not seek medical treatment. There are no reports of patient intervention or adverse health consequences due to the event.